Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing that resulted in delivering several inappropriate anti-tachycardia pacing (atp) and an inappropriate shock. Additionally, it was noted that this patient experienced bradycardia. Recently, reprogramming options and medication changes were performed. However, troubleshooting options were discussed and recommended. A revision procedure was performed and the ICD system was explanted and replaced. No additional adverse patient effects were reported.